Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient was unable to locate sensor wire upon applicator removal. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.